Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii d6b explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade unknown on her right side postoperatively. On september 24, 2025, mentor became aware that the patient experienced bilateral capsular contracture; baker grade iii on the right side, and grade ii on the left side, and date of surgery is (B)(6) 2026. This medwatch report is for the patient¿s left-sided device.

Event description:
It was reported that a 43-year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides on (B)(6) 2008 and experienced breast implant rupture on the right side confirmed by mammogram and complicated by silicone granuloma formations in the right axilla. It was also reported that the patient developed bilateral capsular contracture, baker grade iii in the right breast, and grade ii in the left breast. As a result, the patient is scheduled for bilateral explantation on (B)(6) 2026. This supplemental medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Per additional information received on november 4, 2025, and reviewed by the clinician, event description has been updated under field b5. No coding updates were made to the left side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).